Manufacturer narrative:
On 3/29/16 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - used device, returned with glass broken in cable adapter on light box end of cable. Cable and headlight were connected to a mlx light source and set at 100% light output and allowed to run for 1 hour. Neither the cable nor the headlight showed any signs of overheating. There was no unusual yellowing on the cable. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Repair history: n/a. Conclusion: after a thorough and comprehensive investigation of the instrument and all associated quality records, the complaint report is unconfirmed. No manufacturing deficiency has been identified.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports surgeon had headlight on head and it became extremely hot, cable turned yellow from box up about 12¿ and lost light. On (B)(6) 2016 customer reports first time use. No harm done.